Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that several days after placement, a low profile balloon enteral feeding device had detached outside the patient's body. In addition, the balloon was noted to have a pinhole. The enteral feeding device was replaced with a second low profile balloon device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the date of mfg cannot be determined. Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.